Event description:
A patient underwent radiofrequency ablation of long segment barrett¿s esophagus using the barrx 360 express ablation catheter. The patient experienced four weeks of severe post procedural pain. It was reported by the account that the patient presented with a stricture at follow-up, which was treated with dilation. No further information was provided.

Manufacturer narrative:
The site indicated the incident sample will not be returning for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. (B)(4).